Manufacturer narrative:
The failure investigation has been completed and the alleged issue was verified for the leaking cartridge and the fill estimate issue. However, based on the analysis, the alleged low bg issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that there was leaking from the bottom of the cartridge. Then, the customer loaded a new cartridge and received an inaccurate fill estimate. Reportedly, the cartridge had been filled with 300 units of insulin. The customer reloaded the cartridge successfully and received an accurate fill estimate. The customer reported blood glucose (bg) level was approximately 60 mg/dl. To treat the low bg level, the customer consumed carbohydrates. Although requested by tandem technical support, the customer declined to upload the pump data for a log review of the event to be performed.